Event description:
The following description of the event was copied from a warranty claim form submitted by the foreign distributor in (B)(4). "The alarm paw>50 cmh2o appeared during ventilation but adjusted value of paw is lower than 50 cmh2o (all parameters were adjusted according with ventilator performance test). The oscillator stops after alarm paw>50 cmh2o triggering. The 3100 was checked with other operable alarm board and it worked properly."

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor. (B)(4). The following info concerning the evaluation of the device is a summary of the info provided by the foreign distributor. The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning alarm board. To repair the device, on (B)(4) 2015 carefusion sent to the foreign distributor a replacement alarm board. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty alarm board for evaluation. As of (B)(4) 2015 the alleged faulty alarm board has not been received. Should the alleged faulty alarm board be returned and evaluated, a f/u medwatch report will be submitted.